Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt.

Event description:
The dealer states : took this chair out of the box and the frame is bent. When they opened the chair, they noticed that the right crossbrace is bent and it won't seat correctly.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer states : took this chair out of the box and the frame is bent. When they opened the chair, they noticed that the right crossbrace is bent and it won't seat correctly.